Event description:
It was reported,"in a series of 3 patient, surgeon is claiming that immediate post-op x-rays look normal. However, after 3-4 months follow-up, the lag screw appears to be migrating and set screw seems to be disengaging, resulting in total hip procedure. Only able to retrieve hardware from most recent patient (other 2 patients demanded hardware to be returned). Other patient involved- eleanor watkins."

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report. Information regarding the 2 patients mentioned in the event has been requested and if received, will be reported as separate events.